Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) emitted an alert tone. The clinic confirmed that the right ventricular (rv) lead triggered an alert for out of range high rv coil impedance. The alert was cleared. The lead remains in use. No patient complications have been reported as a result of this event.